Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced infusion set came off by mistake while the patient was sleeping due to tape not sticking event on (B)(6) 2026. The site of insertion was abdomen. No further information available.